Manufacturer narrative:
Citation: wallen t., et al. Transcatheter aortic valve replacement 24 years after cardiac transplantation. J card surg. 2020; 35:710¿712. First published: 23 january 2020. Doi: 10.1111/jocs.14438. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding (B)(6) male patient status-post heart transplantation 24 years prior due to ischemic cardiomyopathy. The patient had a medical history of hypertension, chronic kidney disease and severe aortic stenosis who presented to the hospital with worsening dyspnea on exertion. The patient underwent transcatheter implantation of a 29-mm medtronic evolut pro bioprosthetic valve (no serial number was provided). During implantation, it was difficult to position the valve while crossing a horizontally oriented aorta, but then proper positioning was achieved by re-orienting the in-line catheter system. A post-operative echocardiogram noted a well-seated bioprosthetic valve, with slightly elevated mean transvalvular pressure gradient and mild paravalvular leak. No additional adverse patient effects or product performance issues were reported.

Event description:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed adverse events. The physician noted that patient anatomy alone contributed to the difficulty in valve positioning across the aorta; that patient physiology alone contributed to the elevated transvalvular gradient and that the mild paravalvular leak post-procedure was an expected and common finding. Further patient demographic information was provided and the valve remains implanted and in use.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.